Event description:
Focus diagnostics simplexa a/b and direct assay kits are generating false positive tests. False positives tests may lead to prescribing unnecessary neuraminidase inhibitors and unnecessary administration of antiviral medication and passive immunotherapy for pediatric patients and certain immunocompromised adults, possibly leading to serious health consequences. Focus diagnostics issued a recall of simplexa a/b direct assay kits on (B)(6) 2014. Dates of use: (B)(6) 2014.